Manufacturer narrative:
Device disposition not presently known.

Event description:
A perceval valve, size 27, was implanted and explanted intra-operatively on (B)(6) 2018. It was reported that the valve was removed due to paravalvular leak and replaced with a different device; however, the replacement device was not further specified.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. As reported, the sizing of the replacement device does not indicate over-sizing of the perceval valve. As the valve was discarded, no further investigation could be performed. Based on the document review performed, no manufacturing deficits were identified. However, as the device was not received for analysis the root cause of the event cannot be determined.

Event description:
A perceval valve, size 27, was implanted and explanted intra-operatively on (B)(6) 2018. It was reported that the valve was discarded because it folded at the annulus. The aorta was reopened, and the valve was re-seated and re-ballooned. However, it again folded over with severe ai. The valve was reportedly sized correctly. Ultimately, a st. Jude mechanical valve was implanted. It was reported that the annulus was sized at (B)(6), and implanted at st. Jude mechanical